Event description:
On (B)(6) 2011, the pt reported, there are 3-4 dots and 2 lines on the left side/middle of the display of the infusion device. The display is not cracked and the infusion device has not been dropped or exposed to water. She changed the battery and was unable to resolve the issue. She stated, the dots and lines affect her ability to view her basal rate. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.